Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
A customer reported via phone call indicating sensor errors. The customer's blood glucose was 121 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.